Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, user informed the technical support engineer (tse) that the left master tool manipulator (mtml) did not go into following mode when the surgeon attempted to take control. Tse reviewed the system logs and had found no errors associated with the mtml. The user continued and completed the procedure as planned. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtml). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.